Manufacturer narrative:
It was reported the electric cord had emitted sparks. Our inspection of the unit revealed that the cord had been cut in several places by an external source. We concluded that this report was attributable to misuse on the part of the consumer.

Event description:
It was reported the electric cord emitted sparks.